Event description:
Previously reported as explanted due to j fracture witout protrusion. The physician reported the lead was explanted due to j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: laser no complications